Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 14-sep-2018 with the following findings: on investigation, moisture behind the display lens was confirmed. There was also moisture corrosion inside the battery compartment. A battery cap was not returned with the pump for investigation; a test cap was able to attach to the pump properly. The pump was unresponsive with no vibration, no audio tone and a blank display screen. The pump had no power. Leak testing confirmed moisture ingress into the pump at the site of a crack in the pump base. Moisture contamination was found through the inside of the pump on the internal components. Investigation confirmed the complaint.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (moisture ingress) issue. It was alleged that there was moisture behind the display and there was intermittent power. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.